Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation procedure, impedance and temperature issues resulted in cancellation of the procedure. It was noted that the left atrial posterior wall impedance, which should not be high, reached 130, while the anterior wall impedance was only 110. Multiple steam pops were noted throughout the procedure. Elevated temperatures were also noted. A review of the impedance drop and transient pressure parameters showed no significant issues. The physician was concerned and decided the procedure could not be continued. Cardioversion was completed and the patient was safely discharged.